Event description:
Per the audiologist, the pt reported decreasing sound quality ("fuzzy and unclear") while using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver stimulator/function with abnormal responses on some electrode tests. Reprogramming the sound processor did not alleviate the problem. Explantation/reimplantation is planned but had not been scheduled at the time of this report, filed oct 16, 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.